Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had beep anomaly, blank display and failed battery test. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the pump was making "grinding" noise. Customer stated that the pump was exposed to insulin. Customer stated that they inserted a new battery and received a failed battery test alert. The customer was advised that if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. The customer was advised to pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display, failed battery test and audio/ beep or motor noise anomaly noted. Pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.